Event description:
It was reported that the customer experienced high blood glucose of 400 mg/dl. Customer stated that her doctor recommended the insulin pump to be replaced. The display had a black square and they were unable to get the carelink report. It was stated that the customer has been having extreme highs and lows for the last week and half. Customer's mother declined to troubleshoot. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.